Event description:
The facility contacted baxter (B)(4) to report a clearlink catheter extension set that "one of the extension sets has been packaged into another extension set. It appears that during the sealing of the packaging one of the extension sets was overhanging into the other at the time it was being sealed". This malfunction occurred before use. There was no patient involvement, no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4): this report is covering the cut tubing that resulted from the reported packaging issue.additional information:the sample was not available for evaluation; however, a photo of the defective set was provided by the facility. The customer reported condition was confirmed, with cut tubing seen on the photograph. The root cause was not identified.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.